Event description:
Iab was examined prior to insertion and no problem was found. The iab was inserted through sheath into femoral artery. Following insertion, the pump did not recognize the iab and a signal could not be acquired. Iab was exchanged and there was no further difficulty. There were no associated patient complications.